Event description:
It was reported that pump displayed malfunction alarm that could not be reset and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup, and technical support arranged warranty pump replacement, confirmed shipping address, instructed customer to place pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days.

Manufacturer narrative:
This event is a duplicate, please disregard, the event has been captured under mfg # 3013756811-2026-96825.